Event description:
During a transaortic tavr procedure, a 2nd 23mm sapien valve was needed to correct central aortic insufficiency (ai). The 1st valve was deployed in a 50:50 position but post deployment aortogram showed moderate central ai. The short axis echo view showed that all 3 leaflets were coapting but the long axis view demonstrated native leaflet overhang. Hemodynamically the patient was stable but the diastolic pressure was low. The wire was removed from the left ventricle; however, there was no improvement in the degree of central cai. The decision was made to deploy a second valve. The second 23mm sapien valve was implanted within the first valve in a 60:40 aortic/ventricular position. A post deployment echocardiogram and angiogram showed the regurgitation had been reduced to trace, and there was a noticeable improvement in the diastolic pressure of the patient. At the end of the procedure, the patient was stable. Per report, the patient's aortic valve was moderately calcified, the aortic root was moderately calcified, the ejection fraction was 30%, the sinotubular junction (stj) measured 22mm, the sinus of valsalva (sov) measured 24mm, there was mild ventricular septal hypertrophy and mild mitral annular calcification (mac). Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was not held and there was no loss of pacing capture during valve deployment. The central ai was attributed to the long native leaflets overhanging the sapien valve leaflets.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, per report, the patient¿s long native leaflets were overhanging the sapien valve leaflets, which caused the central ai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.